Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was peformed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications. Instructed customer to change the infusion set and site, and use manual injection as per md protocol.